Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
By salinizing the blue path of the hickman catheter, the white part of the extension to which the clave connector is connected became disconnected from the rest of the catheter.

Manufacturer narrative:
No device was returned for evaluation. Photograph provided is not of the complained device. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The inspection process includes a pull test to ensure the luer connection to the extension tubing is secure. Without an evaluation of the device a root cause cannot be determined. Excessive manipulation of the catheter luers during disinfection, connections (end caps, syringes, infusion lines) could potentially cause movement of the luers in the extension tubing. The report indicated the catheter has been implanted for over one month with no reported problems. The instructions for use include the following catheter precaution: examine catheter lumen and extensions before and after each treatment for damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.